Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv10 device was observed leaking upon delivery of the device. This was observed before use. There is no report of patient injury or medical intervention. The device was filled with ceftazidime (6000mg in 0.9% sodium chloride). No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of "leaking" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.